Event description:
A low battery alarm was heard and confirmed by telemetry. The pump rotor did not turn at a rotor study. There were no pt symptoms or pt injury associated with the event. The pump was used to deliver morphine. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
Pump. The head of the coil mounting screw was broken of,f and the head and washer were sitting next to the rotor magnet gear. The pump was stalled.